Manufacturer narrative:
The most likely cause is patient factors, including hyperlipidemia (hld) and dialysis patient. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm 3300tfxj aortic pericardial valve, implanted in the aortic position approximately eight (8) years and nine (9) months, underwent a valve-in-valve procedure due to severe aortic stenosis secondary to structural valve deterioration. A 23mm sapien3 valve was implanted in replacement. The patient status was reported as 'recovered'. There was no allegation of device malfunction.